Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient had an iabp catheter inserted through the right femoral artery, and after the iabp catheter was delivered in place, fluoroscopy revealed that the end of the push tip in the balloon was broken, and the saline in the pressurized injection bag could not be dripped in properly, and the procedure was completed by withdrawing and replacing the catheter with a new one". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging carton. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Upon further inspection, the iabc flex-tip assembly was noted damaged/broken at approximately 1.6cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or abnormalities noted to the returned sample. The device was likely cleaned prior to the return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. The iabc bladder membrane was fully intact, with no leaks or abnormalities noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted flex-tip assembly break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted flex-tip assembly break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "end of the push tip in the balloon was broken" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the flex-tip assembly area near the iabc distal tip. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the patient had an iabp catheter inserted through the right femoral artery, and after the iabp catheter was delivered in place, fluoroscopy revealed that the end of the push tip in the balloon was broken, and the saline in the pressurized injection bag could not be dripped in properly, and the procedure was completed by withdrawing and replacing the catheter with a new one". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".